Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-feb-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 20-aug-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) it took time to cross the tricuspid valve. The ipg was successfully implanted. Approximately two to three hours after the procedure the patient's blood pressure decreased and the patient complained of difficulty in breathing, palpitations. Echocardiography confirmed pericardial effusion and pericardial puncture was performed. The physician considered that the cause was that the atrial wall was damaged during manipulation of the micra catheter in the atrium. The ipg remains in use. No further patient complications have been reported as a result of this event.